Event description:
A customer obtained mismatched results on 19 pt samples. The affected results were not reported to the medical staff. Mismatched results might lead to inappropriate physician action; therefore the likelihood of an adverse pt outcome is not remote. There was no report of pt harm as a result of this event.